Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 30-sep-2024. Investigation summary: bd received nine (9) samples for investigation. These customer samples underwent functional tests and all passed, exhibiting no signs of damage to the tubing or leakage during use. Additionally, 30 retained samples also underwent functional tests and all passed, showing no signs of damage to the tubing or leakage during use. Furthermore, these retained samples were tested for proper activation and all samples passed without any defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage during injection/blood/urine collection. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, blood leaked once blood went into the tubing, and at times the patient has to be stuck again. No patient or user impact reported.

Manufacturer narrative:
D.2a. Common device name: blood specimen collection device; intravascular administration set. D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, blood leaked once blood went into the tubing, and at times the patient has to be stuck again. No patient or user impact reported.